Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite. Air leak could be heard coming from inside the unit. It was determined that it was the gde (gas delivery engine). The gde was replaced,serial number and model were reset. Est (extended systems test)/ovp (user verification tests) were performed and citrex h5 calibration was done. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported leak in the gas delivery engine on the avea ii ventilator. The customer reported there was no patient involvement associated with the reported event.